Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6) 2026, it was reported that the patient reported being out shopping for fresh fruits and vegetables when the CGM alerted a glucose reading of 230 mg/dL. The patient was asymptomatic at that time and performed a fingerstick blood glucose (FSBG) test, which showed 209 mg/dL. Of note, the patient was using a Tandem t:slim X2 pump at the time of the event. The patient then manually administered 5 units of insulin to reduce glucose levels. Despite the correction dose, the patient reported that glucose levels remained above 200 mg/dL, and the Control-IQ insulin pump continued to automatically deliver insulin. After returning home, the CGM continued to display readings greater than 200 mg/dL; however, exact values were not available. No additional FSBG measurements were performed during this period. Subsequently, the CGM reading abruptly decreased to 50 mg/dL. The patient did not confirm this value with an FSBG test but began experiencing nausea, vomiting, sluggishness, and felt overall unwell. The patient estimated that the CGM readings lagged actual glucose levels by approximately 20 minutes and believed this delay resulted in continued insulin delivery based on inaccurately elevated CGM readings. To manage the symptoms, the patient took two Zofran tablets, allowing them to dissolve under the tongue while remaining seated and attempting to stay awake. The patient then used Amazon Emergency Assist to call for help, and emergency medical services (EMS) were dispatched. Upon EMS arrival, a fingerstick blood glucose (FSBG) reading was 73 mg/dL. The corresponding CGM reading at that time was unknown because the patient did not check the Dexcom device. EMS provided a probiotic drink, and during transport the patient received an intravenous glucose infusion, which increased blood glucose to approximately 200 mg/dL. At the Emergency Department (ED), the sensor was removed and the insulin pump was discontinued. Glucose monitoring was continued using the hospital's FSBG meter. Additional diagnostic testing, including imaging studies, was performed. The patient reported that no additional medications were administered and remained in the ED for approximately 4 to 5 hours. At the time of discharge, the patient stated that she still felt unwell. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the A zone of the Parkes Error Grid. After a correction dose and returning home, there was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).